Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead and right ventricular lead was fractured. The lead was capped and replaced on (B)(6) 2016. No additional information had been received.